Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, the drill bit that the surgeon was using bent to a degree during use, causing the drill bit to rub up against the inside wall of the drill guide, which in turn caused metal shavings to emanate from the lupine drill guide and fall into the patient's joint space. All of the debris was suctioned out of the body, and the repair was completed successfully without further incident or harm to the pt.

Manufacturer narrative:
It is reported that the drill had seen quite a bit of use and was somewhat dull. The patient had hard bone. The combination of these 2 conditions caused the surgeon to use excessive mechanical force to drill the bone hole, which in turn, caused the drill to bend to a degree, and this further exasperated the problem by causing the drill guide and the drill bit to come into conflict with each other, creating metal shavings to emanate into the body. At the time that the drill bit bent, the surgeon was aware and chose to continue using the compromised instrument. The reported incident is technique driven, a user issue. No further action is warranted.